Event description:
T was reported that the customer's blood glucose (bg) was recorded as high and ketone level was small. Cause was not known. Customer delivered a bolus via the pump to address bg and then went to the emergency room. Customer was subsequently hospitalized and was treated with intravenous saline/insulin. Customer was discharged the next day with the issue resolved and no permanent damage. Technical support performed a pump system check. No issues were identified with the insulin, cartridge, or infusion set tubing/cannula. No pump issues were identified.